Manufacturer narrative:
The device is expected to be returned. It is yet to be received.

Event description:
The customer reported a conector macho cerrado spinning spiros®, tapon purpura that disconnected during preparation of a cytostatic medication in the laminar flow hood resulting in staff exposure to the medication. Additionally, the customer stated "the closed male connector has not made the safety closure with the luer-lock syringe during the preparation of a cytostatic in the laminar flow".

Manufacturer narrative:
H10: no product samples, videos, or photographs were returned for investigation. The device history review for lot number 3594845 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. Additional information in d10.